Event description:
The customer's husband reported via phone call that the customer had issues with the infusion sets. Customer's health care professional thinks there may be an issue with the pump not giving the customer any insulin. Customer has been having a lot of high blood glucose and low blood glucose. Customer's blood glucose was 350 mg/dl at the time of the incident. Customer's current blood glucose was 74 mg/dl. Customer felt sleepy due to the high blood glucose. Customer treated with a manual injection. Customer was unable to perform the high pressure test at this time. Customer was advised to do a complete set change. Customer has no more infusion sets. Customer also had a crack to the left of the up arrow button on the right corner of the insulin pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test due to faulty force sensor resistor (gold). They were unable to perform basic occlusion, occlusion, and excessive no delivery test due to the prime/fill anomaly. The pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, and cracked battery tube threads.